Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks due to what appears to be oversensing of electromagnetic interference (emi). Technical services (ts) was consulted and discussed noise appears to be emi and recommended talking with patient get information on emi exposure. This sicd remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks due to what appears to be oversensing of electromagnetic interference (emi). Technical services (ts) was consulted and discussed noise appears to be emi and recommended talking with patient get information on emi exposure. This sicd remains in service. No additional adverse patient effects were reported. Additional information was received, this s-ICD recorded a smart pass disabled episode due to a significant change in morphology and amplitude reduction with undersensing. It was also noted that the patient received three additional inappropriate shocks due to what appears to be oversensing of noisy signals. The health care professional (hcp) reviewed possible vectors and reprogrammed this device to the secondary sensing vector. This s-ICD remains in service. No additional adverse patient effects were reported.